Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their was no response from buttons and frozen display recurred. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had received battery failed alarm and customer was able to successfully clear the alarm. The insulin pump will not be returned for analysis.